Event description:
It was reported that device diagnostics resulted in high impedance. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
Additional information was received that x-rays were taken for the patient which showed that the vns appeared normal with no observable anomalies. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the high impedance was first noted on 12/15/2014.

Event description:
Additional information was received that the patient is no longer planning on having his vns system replaced at this time due to a reported lack of efficacy, which was confirmed invalid by the patient's neurologist.